Manufacturer narrative:
Correction to h6 based on additional information. Imagery was provided by the complaint site and the following observations were made: the valve leaflets were calcified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on the provided imagery. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non conformance or device malfunction were found in any of the valves returned for these complaints. As reported, '4 years, 7 months, 14 days post transfemoral tavr procedure with a 26mm sapien 3 valve, the patient was symptomatic and the valve was reported to be failing. The patient is a dialysis patient, which is what the physician believes is the cause of the failure.' In this case, the patient had dialysis. It is well known that patients with chronic kidney disease are predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis. As such, available information suggests that patient factors (dialysis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 7 months, 14 days post transfemoral tavr procedure with a 26mm sapien 3 valve, the patient was symptomatic and the valve was reported to be failing. The patient is a dialysis patient, which is what the physician believes is the cause of the failure. Treatment is not scheduled as of yet. Per 3mensio and CT imaging review, the annulus area is 469 mm2 with area-derived diameter 24mm. The 3mensio analysis was performed with both 23 and 26mm sapien 3. The sapien is partially misaligned with a commissural suture post very close to the rca ostium. The leaflets of the sapien 3 valve appear heavily calcified. This patient was deemed too high risk for tavr and was sent to another hospital for a second opinion.

Manufacturer narrative:
Investigation is still ongoing.